Manufacturer narrative:
Investigation summary: no sample was returned. There were 3 photographs provided that were examined. On bronchoscopy, a foreign body was found occluding the endotracheal tube. An urgent tube change was performed. What was occluding the endotracheal tube was found to be the tip of the protective outer cover of the stylet. It was identified that the anesthetist was not familiarized with bougie. On pictures and per complaint description anesthetist removed the protective parts of bougie tube and tube but missed the removal of the protective outer cover tube which was found occluding the endotracheal tube. The complaint could not be confirmed by investigation. Thru the review of pictures provided and complaint description it was concluded failure is not attributable to manufacturing but to user. A device history record could not be completed as no lot number was received.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after insertion, high airway pressures were noted. The patient had urgent chest tubes placed without resolution of the high pressures. On bronchoscopy, a foreign body was found occluding the endotracheal tube. On urgent tube change, this was found to be the tip of the protective outer cover of the stylet. The airway pressures immediately came back to normal. The factors contributing to the incident include the urgency of the procedure, the lack of an appropriate adult bougie, unfamiliarity with the pediatric bougie, the presence of significant chest trauma, and the packaging of the bougie. There was patient involvement but no injury/harm. The event occurred during intubation of a patient. The patient had high airway pressures and temporary difficulty with ventilation. Safe oxygenation was maintained.